Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history record review could not be requested.

Event description:
Patient status post construct implantation, (B)(6)-2010 returned to surgeon for post op visit. An x-ray on (B)(6)-2011 showed two rods broke bilaterally between l3 l5. The construct was t-10 pelvis. Surgeon removed the two rods and revised the patient with parallel connectors on each side. This is one of two reports for this event.